Event description:
It was reported that during unpackaging, the stent of a 2.75x18 rx xience xpedition stent delivery system (sds) dislodged into the hand of a healthcare practitioner when pulling off the protective sheath; the sheath was not difficult to remove. The device was not used in the patient and there was no occurrence of a clinically significant delay. The procedure was successfully completed using another unspecified device. There are no reported adverse patient effects and the final patient outcome is reported as good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.